Event description:
It was reported that on 21 febaruary 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an amulet steerable sheath. During procedure, the patient's activated clotting time (act) levels were above 250 once they crossed into the left side and heparin was administered. Three attempts were made to deploy the 28mm device, at that time it was fully recaptured and they were going to attempt to try a 25mm device. Once 28mm device was fully recaptured and they were evaluating appendage a circumferential effusion was noted on intracardiac echocardiography (ice). A cardiac tamponade was also noted and protamine was administered as soon as effusion was noted. A pericardiocentesis was performed at bedside and 1100cc of blood was drained. The patient remained stable after procedure; no device was deployed. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available

Event description:
N/a.